Manufacturer narrative:
The investigation for this report is ongoing.

Event description:
As reported by a field clinical specialist, approximately 5 years and 1 month following a transfemoral transcatheter aortic valve replacement, the 23mm sapien 3 ultra valve was explanted and replaced with a mechanical valve, due to chronic central regurgitation. The patient was symptomatic with heart failure symptoms, including dizziness, shortness of breath, and intermittent chest pains, as well as some mild peripheral edema in her ankles.

Manufacturer narrative:
A supplemental report is being submitted, following completion of the engineering evaluation. B4, g3, and h2 have been updated. H6: type of investigation, investigation results, investigation conclusions, and h11 have been corrected. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. In this case, paravalvular leakage and structural valve deterioration (svd) were confirmed based on the provided medical records. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, limited information was provided; therefore, a definitive root cause is unable to be determined at this time. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the patient had a medical history of hyperlipidemia. Hyperlipidemia is a risk factor due to elevated cholesterol levels being implicated in the vascular calcification process. Tissue calcification can manifest in the form of stenosis, which is a very common failure mode of structural valve deterioration (svd), as reported. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by a field clinical specialist, approximately 5 years and 1 month following a transfemoral transcatheter aortic valve replacement, the 23mm sapien 3 ultra valve was explanted and replaced with a mechanical valve, due to chronic central regurgitation. The patient was symptomatic with heart failure symptoms, including dizziness, shortness of breath, and intermittent chest pains, as well as some mild peripheral edema in her ankles. Per the medical record, the tav was explanted, due to severe aortic stenosis, structural deterioration, and paravalvular leakage (pvl), and appeared to have a 'defect at the commissure between the left and [non-coronary] leaflets resulting in the pvl.'

Manufacturer narrative:
A supplemental MDR is being submitted, due to medical records received. B4, g3, g6, and h2 have been updated. B5, h6: component, device problem, type of investigation, and h11 have been corrected. The investigation for this report is ongoing.